Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed several alarms, indicating a signal that was too low and that the device experienced an unexpected restart. The customer did not know the blood glucose levels. The customer stated that she had received multiple instances of the alarms. She stated that none of these alarms appeared on the screen at any time of the issue. The caller was advised that the device be replaced. Nothing further reported.